Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: clip would not load properly and misfired and cut the structure. The device did not load properly then misfired with malformed clips. New clips applied to resolve the issue. There was unanticipated tissue loss and tissue damage. There was no blood loss of 500cc or more. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
Tracking number: (B)(4). Initial report sent to FDA on: 06/16/2014.